Event description:
A malfunction was reported, identified by the malfunction code malf 12, with a fault ID of 0x2071. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The issue did not recur after the pump was reset, and the customer was instructed to continue using the pump and to call back if the malfunction code reappeared.